Event description:
Tip came off during procedure.

Manufacturer narrative:
It was reported that the device was being used "during a procedure and the cotton came off then got stuck. They had to send them to another person to get it extracted". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.